Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the patient programmer. The caller stated the patient programmer was not turning on, so they had changed the batteries and they reached the therapy screen and the patient programmer battery level was showing 50%. They stated they changed the batteries again to confirm and the patient programmer battery was at 50%. The caller stated the patient had 2 wires with 1 implantable neurostimulator (ins), and only 1 side of therapy settings were appearing on the screen. Caller was not with equipment or patient at time of call. The patient representative called back to report that the patient's implantable neurostimulator (ins) showed off and okay. The patient representative said nursing home staff don't know how to work the patient programmer and patient representative hadn't been into see the patient in a couple weeks so the staff must've accidently turned off therapy. Patient services walked the patient representative through turning therapy back on, the patient said they felt a shock when therapy first came on but this resolved during call. The settings showed 210 b 460 (left and right settings showed). The patient programmer batteries showed 50% but when new batteries were put in aaa battery level showed 100%. No issues suspected with patient programmer.